Event description:
It was reported that the device was unable to be programmed to magnetic resonance imaging (MRI) scan during an in clinic follow-up. Abbott technical support reviewed device session records and alleged the event was due to an impedance problem on the atrial lead that was not manufactured by abbott. The MRI scan was not performed and no additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.